Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 the doctor found a 12.6mm, vticmo12.6, -9.0/1.5/030 (sphere/cylinder/axis), implantable collamer lens broken after opening the vial. There was no patient contact. A replacement lens was implanted and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Additional information: d9: return date: 25-oct-2022. H3: device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the lens haptic broken and bent. Claim#: (B)(4).